Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming using a prismaflex st set, an external fluid leak was observed from drain bag. It was further reported that cracks on the seal of the waste liquid collection bag were observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information/correction: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.